Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged slightly post cut away and securing the lead. As the sensing and pacing remain appropriate, the patient was to be followed in one month. The post-operative check revealed that the lead had completely dislodged resulting in loss of capture. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was surgically abandoned and replaced at a later procedure due to the dislodgement issue. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.